Manufacturer narrative:
Concomitant medical products: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via an email regarding a patient receiving dilaudid via an implantable pump. It was reported the patient was having issues with their pain pump. Additional information received on 23-may-2023 from the patient reported that the patient had contacted the physician they have been seeing and told him it's not working correctly because the patient was not getting the pain relief. The physician told the patient to stop by to see him to take a look and change the meds for a fresh refill. On (B)(6) 2023, the patient went to him, and he drew the old medicine and put in the new. Since it wasn't working correctly, the physician went ahead and said he was going to do a bolus for the patient. The physician did a dose of ¿4.5 or 4.95¿ and the patient stated ¿it just about killed me¿. The patient was by themselves, and the patient¿s son found them slumped over the center console of their car. The patient ended up passing out and had to go to the ER (emergency room). They had to do narcan and the patient stated ¿I almost died¿. The patient further stated the physician was trying to send this bolus through the handheld unit, it kept freezing up and so he was trying again and try again. The patient stated they had the paperwork in front of them while on the call and the patient normally gets ¿0.6 something a dose an hour¿ and ¿he gave me 4.5 or 4.95. It was ridiculous. I know it was an error, but maybe he meant to do 0.45?¿. The patient wants to have the pump taken out. The patient loves what it does, but their family is adamant the patient doesn¿t see that healthcare provider anymore and their family doctor suggested to contact the manufacturer to see who the patient could see to get it taken out. Physician listings were sent to the patient.